Event description:
The manufacturer received information alleging the device does not blow hard and the device was hard to turn on occurred on a dreamstation 2 advanced auto CPAP. The device was not in use on a patient at the time of the occurrence. The dreamstation 2 advanced auto CPAP was returned to the third party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device was burned, and corrosion was also identified. The following error codes were found in the device log history: e-15 (err_cycle_handler_overrun/cpu failed component) and e-20 (err_motor_spinup_flux_low/motor connection, blower box, and/or pca failed component). In conclusion, the device's pca (printed circuit assembly) needs replacement to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the reusable pollen filter was replaced for maintenance, and the blower device component was observed with corrosion. Also, the blower outlet seal/isolator, isolator port, screws, and heater plate were observed with contamination unrelated to the reportable malfunction/issue. The illegible warning label was also replaced. The device passed all final testing.